Event description:
It was reported that stent damage occurred. This 2.50 x 38mm synergy drug eluting stent delivery system was selected. The device was unable to cross the lesion due to the vessel tortuosity and calcification. When the device was removed stent damage was observed. No patient complications were reported.